Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
On (B)(6)2015, an (B)(6) male patient underwent aaa repair using zenith flex aaa endovascular graft bifurcated main body and another manufacturer's excluder legs. Leakage of flushing fluid from the hemostatic valve was observed when the physician flushed the delivery system, and blood kept leaking from the hemostatic valve after insertion into the patient from the left femoral. To make blood loss minimize, the physician hastily deployed the contralateral limb and the ipsilateral limb, and removed the delivery system, and then he inserted another manufacturer's dryseal sheath. During this replacing (it took about 5-6 minutes), blood pressure and approximately 20 beats of heart rate dropped due to blood leakage from the hemostatic valve. The physician administered noradrenaline for the blood pressure drop and placed another manufacturer's excluder legs in both side to complete the procedure. The patient was reported to be fine after the procedure.

Manufacturer narrative:
Corrected data: acronym only provided on initial report date received for initial report is 01/05/2017. Investigation - evaluation a review of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, quality control, functional testing, and visual inspection of the returned device was conducted during the investigation. One used zenith device was returned for evaluation. The device was tested for leaks from the hemostatic valve. A dilator was inserted into captor valve and leakage was detected. The captor valve was disassembled and tears on the silicone disk were detected. A document-based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. The device history record of the finished product shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The device is shipped with an instruction for use (IFU) that state: "endovascular stent grafting is a surgical procedure, and blood loss from various causes may occur, infrequently requiring intervention (including transfusion) to prevent adverse outcomes. It is important to monitor blood loss from the hemostatic valve throughout the procedure, but is specifically relevant during and after manipulation of the gray positioner. After the gray positioner has been removed, if blood loss is excessive, consider placing an uninflated molding balloon or an introduction system dilator within the valve, restricting flow." Based on the information provided and the results of the investigation, the most likely root cause of the reported leakage is due to damage/tearing of the silicone disk related to the manufacturing process. Measures have been previously conducted to address this failure mode. We will continue to monitor for similar complaints.